Manufacturer narrative:
This report is submitted on august 02, 2023.

Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2023 in order to reposition the device.